Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 2x8 voyager. Guide cath: jl4 6fr. Stent: rx xience prime. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. Analysis also noted a bend in the tip, 2.5 mm proximal to the tip ball. There were offset and overlapped intermediate coils, 6.7 cm distal to the proximal solder for a length of 3 mm and offset intermediate coils proximal to the center solder for a length of 1 cm. The noted bend in the tip, offset and overlapped intermediate coils are consistent with interaction with the lesion anatomy and/or other device as no damage was reported during inspection prior to use. Additionally, the noted offset and overlapped intermediate coils could be the reported raised areas on the guide wire. Analysis confirmed the reported resistance as an attempt was made to backload the returned guide wire through the stent delivery system (sds); however, the sds would not advance past the overlapped intermediate coils. A new guide wire was backloaded through the sds with no resistance noted. The outer diameter of the solder joints were measured with a hole gauge; however, the hole gauge would not advance past the offset intermediate coils proximal to the center solder and this did not meet manufacturing criteria. The outer diameter of the guide wire core proximal to the hypotube was measured with a laser micrometer and met manufacturing criteria. The sds was returned with blood on the shaft and on the balloon and contrast in the inflation lumen. The stent implant was stationary on the tightly folded balloon between the markers. Resistance between devices, such as the reported guide wire becoming stuck inside a stent delivery system, can occur due to numerous factors including, but are not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, the condition of the catheter being used, and/or condition of wire coating. Coagulation of blood or contrast in the lumen of the catheter or on the wire can be a factor in reducing clearance. An attempt to move the wire in this reduced clearance can cause the coils to bunch up or overlap which can increase the diameter of the guide wire and cause resistance between devices. If this resistance is not reduced and continued force is applied to a wire with overlapped coils, this can result in permanent deformation of the wire and possibly lead to the wire becoming locked or frozen in the catheter. Additionally, in certain circumstances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between devices can be reduced to an undesirable level and cause the coils to overlap. In this case, the lesion was described as eccentric and 70% stenosed which could have contributed to the reported difficulty. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after they are loaded into the dispenser and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record was reviewed and there are no non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. The reported difficulties and raised areas of the guide wire appear to be related to operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the mid left anterior descending artery, a balance middleweight guide wire was advanced to the target lesion. A voyager dilatation catheter was advanced to the target lesion without resistance and pre-dilatation was successfully performed. The dilatation catheter was removed from the anatomy without resistance. A 3.0x12 rx xience prime stent system was advanced over the guide wire, but became stuck and could not move forward or backward. After a few minutes of attempting to move the stent system, the physician was concerned that any further attempts may cause or contribute to stent dislodgement; therefore, the stent system and guide wire were removed as a single unit. Outside of the anatomy, considerable force was required to remove the stent system from the guide wire. Inspection of the guide wire revealed two raised areas. The physician could not determine if the guide wire or the stent system caused the resistance. A 2.75x12 xience prime stent system was advanced successfully over a new balance middleweight guide wire and the stent was deployed to treat the target lesion. There was no adverse patient effect and no significant clinical delay in the procedure. Though requested, no additional information was provided.